Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 110 units of insulin, and at the time of the reported event, the insulin gauge displayed 45 units, which was a lower value than what the customer expected to see. At the time of the reported event, the customer declined to reload the cartridge. The customer's blood glucose level was in the 200-300's (mg/dl) range, and was addressed by delivering a correction bolus with the pump.